Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the issue of a broken wire. The instrument was found to have a frayed pitch cable at the distal clevis hub with loose tension. No damage was found at the clevis. The other cables of the instrument's wrist did not exhibit any damage. In addition, the instrument's housing was removed and the pitch cable was found to be derailed on the clamping pulley.

Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff alleged that one of the control wires was broken on the prograsp forceps instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.